Event description:
It is reported that a customer has issues with their sensor not sticking. The patient's blood glucose was 410 mg/dl at the time of the call. The customer stated that they took a shower and now the sensor will not stick. The customer was sent a new sensor. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.